Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (customer's husband) reported that on the day of inserting the adc freestyle libre sensor, the customer experienced bleeding at the sensor site "that would not stop". Caregiver contacted a doctor by phone and was advised to remove the sensor from the customer's arm and take her to the emergency room. At the hospital, customer was treated with intravenous saline solution "to keep fluids going" and no further treatment was reported. During the course of troubleshooting, it was reported the customer is currently on unspecified "blood thinners".

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated in the mount. The sensor applicator has not been returned. Extended investigation has also been performed there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver (customer's husband) reported that on the day of inserting the adc freestyle libre sensor, the customer experienced bleeding at the sensor site "that would not stop". Caregiver contacted a doctor by phone and was advised to remove the sensor from the customer's arm and take her to the emergency room. At the hospital, customer was treated with intravenous saline solution "to keep fluids going" and no further treatment was reported. During the course of troubleshooting, it was reported the customer is currently on unspecified "blood thinners".